Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the rubber stopper was separated from the plunger. The returned syringes were examined and exhibited the stopper separated from the plunger rod and the plunger rod out of the barrel. Unable to perform DHR check for stopper separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at, as no lot number was provided. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp rubber stopper was separated from the plunger. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the rubber stopper was separated from the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp rubber stopper was separated from the plunger. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the rubber stopper was separated from the plunger.